Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female had a sore underneath the back electrode. The sore was described as "not too bad looking", but there is a blister. The patient was in the hospital at the time and was on telemetry. The nurses stated that they would contact the doctor to see if it was okay to leave the lifevest off until the patient was discharged to allow the skin to breathe. It is unknown at this time if the patient received medical intervention for the blister. Follow up indicated that the open area healed while the patient was in the hospital.

Manufacturer narrative:
Electrode belt sn (B)(4)was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.